Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis. The patient was hospitalized for this event on the same day. The patient was treated with intermittent injections of cefipime (350mg, route not reported) and vancomycin (700mg, route not reported). The patient was recovering from the peritonitis at the time of the report. It was not reported if pd therapy was ongoing. No additional information is available.